Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that it was difficult to charge the implantable neurostimulator (ins), the patient was only able to get two coupling bars filled. The patient had this issue since a couple of weeks after her lead replacement in (B)(6) 2019. The antenna locator (al) feature was performed and 60 was the highest, but the patient still didn¿t have good coupling. Another implantable neurostimulator recharger (insr) was used, but with the same result. The rep also reported that the ins was slightly tilted and through palpation; the rep suspected that the ins was suspected to be flipped. An x-ray was suggested to check implant position. On (B)(6) 2019, a rep reported that the x-ray confirmed that the ins was flipped, and the cause of the issue was unknown. Lastly, the poor communication had not been resolved yet. To resolve the issues, the patient was scheduled for a placement revision. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.